Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver an unknown drug, indicated for spinal pain. It was reported on (B)(6) 2017 that the patient's pump had been flipping. It was stated that the issue had been happening for ¿4-5 m onths,¿ but an exact date for when the issue started was unknown. It was unknown if there were any patient symptoms related to the event.